Event description:
It was reported that during treatment of a media bifurcation aneurysm with the web, the implant did not detach with several attempts. An additional wdc detachment controller was tried unsuccessfully. The device was manipulated at the delivery pusher with additional detachment attempts. A balloon catheter was placed in front of the aneurysm neck while the delivery pusher was pulled. The web detached within the aneurysm successfully. No patient harm or injury was reported. The patient was reported to be well off. No harm was reported.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies difficult or delayed detachment and migration as potential complications associated with use of the device.